Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges the unit does not run. A device was returned to a third-party service center. During the evaluation of the device, the pca burned, pca with burnt components, device has contamination. Device was scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."